Event description:
Per the clinic, the patient experienced pain with retention at the implant site. During a surgical procedure on (B)(6) 2014, it was reported that there was fluid at the implant site and subsequently the device was explanted. The device has not been made available for analysis as of the date of this report.

Manufacturer narrative:
The device is currently unavailable.

Manufacturer narrative:
This report is filed october 24, 2014.